Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a video-assisted thoracoscopic lobectomy procedure, the device was used to resect the bronchial tubes at the sixth firing. The firing trigger was stopped on the way. The staples were unformed in the middle of the staple line. A competitor's product was used to complete the case. According to the sales rep, the tissue was not hard or thick. There were no adverse consequences for the pt.